Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and an emergency room visit. The customer was admitted for high blood glucose levels. The customer stated they get low and high blood glucose levels that range from 30 to 450 mg/dl. The customer's blood glucose at the time of visit was 562 mg/dl. The customer treats with insulin and juice. The customer was wearing the device at the time of the visit. The customer stated being far away from home and did not treat with insulin in time. The customer was treated at the hospital until her blood glucose went down and was released. The product was not returned for analysis.